Manufacturer narrative:
Further information was requested but not received.

Event description:
Patient presented in-clinic after a charge time out occurred on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported field event patient of long charge time was confirmed via a review of device data. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. A capacitor maintenance test was successfully performed, and charge time was normal. The cause of the long charge time could not be determined.